Event description:
A customer called to report service on a system. Add'l info was requested. Add'l info was received indicating the reported event occurred during surgery. A second system was brought in to complete the case. There was a 30 min delay reported while having to wait on the second system to become available and to be moved in from another operating room. The result of the surgery was reported as good as expected. There was no pt impact reported.

Manufacturer narrative:
The company rep examined the system and calibrated the system. The system was then tested and met all product specs. No sample will return for eval. The root cause is unk. (B)(4).